Event description:
It was reported to co that the table footrest detached allowing the pt to fall. Apparently this only resulted in sorenes to the pt's back. The footrest was repaired and placed back in service.